Event description:
It was reported that the patient came to the hospital due to low flow alarms on their system controller. It was noted that the patient had pleural effusions, so they were a bit short of breath. Log files were retrieved and confirmed the sudden drop in flow and the low flow alarms. The patient received a computed topography angiogram (cta) to investigate the root cause of the low flows. The cta showed an outflow graft obstruction at the level of the bend relief. The physician diagnosed the obstruction as an extrinsic outflow graft obstruction (eogo). The patient was to get an operation to remove the obstructed material between the bend relief and the outflow graft. The operation was successful, the low flow alarms resolved, and the patient was recovering well and was ready to go home.

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted image confirmed an extrinsic outflow graft obstruction (eogo) which could have contributed to the low flow alarms confirmed through review of the submitted log files. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pleural effusion could not conclusively be established. The submitted computed tomography angiogram (cta) showed a narrowing of the outflow graft lumen in the proximal portion of the graft beneath the bend relief. This appears consistent with the report of an extrinsic outflow graft obstruction (eogo) between the outflow graft and bend relief. The submitted controller event log file captured intermittent low flow fault flags on (B)(6) 2024, with several of these faults resulting in transient low flow alarms. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.